Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with an implantable cardioverter defibrillator (ICD). Technical services reviewed the data and noted that this patient had stored ventricular episodes in which device appropriately provided anti-tachycardia pacing (atp) and shock therapy. It was noted that the patient keeps going into ventricular tachycardia (vt) and some of the vt events happens after a premature ventricular contraction (pvc) and a pause. Additionally, there were some episodes that fell below the therapy rate in the monitor only zone. Technical services discussed programming options. Upon further review, there was stored signal artifact monitoring (sam) in which the respiratory rate trend (rrt) sensor was disabled due to minute ventilation (mv) oversensing. At this time, the device remains in service. No adverse patient effects were reported.